Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported the stellaris system shutdown halfway through surgery. No impact to the patient. ((B)(6)).

Manufacturer narrative:
Evaluation: problem duplicated (after some extended operation). Signal failure on power supply interface pcb.